Event description:
Broken tubing the line connected with one of the transducer was cut..

Manufacturer narrative:
MDR follow up - customer report was confirmed. Rec'd (1) triple dpt kit. Damage was found at IV extension tube to pa pressure transducer (yellow label). Tube adaptor, where IV tube was bonded to the male connector, found to be completely broken from the male connector at the end of IV line.

Event description:
When I engaged -"snapped"- the safety mechanism of an invirosnap "safety" syringe, the needle flew off. Fortunately, no one was injured. Dates of use: 2009. Diagnosis or reason for use: seasonal flu shots.